Event description:
It was reported the patient presented for implant procedure. Post-procedure, it was determined the leadless pacemaker was not capturing. X-ray confirmed the lp had migrated to the hepatic vein. The lp was explanted and replaced. The patient was in stable condition.